Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the angina has not resolved and does not appear to be system related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced angina upon exertion and sleep. Surgical intervention took place on (B)(6) 2021 wherein the ipg was repositioned and the extensions were explanted.